Event description:
The customer initially reports that there is a possible electrical leakage. Electrode is not cauterizing. No patient injury. On (B)(6) 2010, the clinical manager of the operating room reports via telephone that there was no patient incident/event except that there was apparently no current going to the electrode being used with this monopolar cable, the device did not activate. She confirmed no patient harm, device did not work. This MDR is being filed only because an MDR was found on a 2 year look back.

Manufacturer narrative:
This MDR is being filed for this product only because an MDR was found on two year look back. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.